Event description:
It was reported that a peritoneal dialysis (pd) patient has a gateway with a damaged power cord. The power cord has a slit and sometimes sparks when touched or unplugged. The cause of the damage is unknown. The patient was advised to discontinue use of the gateway. A replacement gateway was issued to the patient. Upon follow up, the patient reported that the sparking occurs either at the beginning of treatment or after ending treatment when handling the power cord. There was no observed smoke, flame, burning smell, or arcing. The patient did not find any other components damaged. The patient is waiting on the replacement gateway to arrive and the old gateway is available to be picked up and returned. There was no injury to the patient as a result of the malfunction. The manufacturer of the gateway is integreon. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".